Event description:
A customer reported experiencing loss of aspiration and the lens filled up with a milky substance, during the phacoemulsification mode of a cataract procedure. The procedure was completed by exchanging the tip and handpiece. The customer reported that the incision size was 2.75 and the tip sleeve combination were 2.75. There was no occlusion bell heard. The intraocular lens implant (iol) was implanted during the procedure. The surgeon used two corneal sutures to close the wound, at which time, they noted a wound leak and added a third suture. Postoperatively, at one day, the pt¿s intraocular pressure (iop) was ¿normal¿ and vision was 20/20. The wound continued to leak and the customer applied a bandage contact lens to the eye. Follow up information from the customer indicates the pt was ¿doing well¿.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when additional reportable information becomes available. (B)(4).